Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. The physician was prepping the 2.50x12 taxus liberte stent delivery system and noticed there was a protruding stent strut on the distal end of the stent. The stent did not enter pt. The procedure was completed with another 2.5x12mm taxus liberte stent. No pt complications were reported.

Manufacturer narrative:
(B)(4).